Event description:
It was reported the egm (electrogram) port was producing consistent noise, and the ECG (electrocardiogram) signal was "ineffective." A loose internal connection to the ECG cable was questioned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ECG connector on the print circuit board was loose which caused a noisy signal. A system error had occurred twice in the past.